Manufacturer narrative:
This report is filed august 8, 2016.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2016 due to cholesteatoma at implant site. Re-implantation is planned but has not taken place at the time of this report june 01, 2016.